Manufacturer narrative:
No patient involvement. The field service engineer reloaded software to theo-arm mvs (mobile viewing station) and tested the system. He performed multiple successful hd3d scans and the system performed properly. System is fully functional.

Event description:
A medtronic field service engineer reported an issue discovered during preventative maintenance on an o-arm system. The issue was that when doing an hd3d spin, the entire spin would acquire, but then the volume reconstruction would fail. No patient present.